Event description:
It was reported that the right ventricular (rv) lead perforated the rv apex. It was also noted that the physician used the lead to gain/retain access to the vein during the explant and replacement procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed), the inner and outer insulation was kinked/buckled, all insulators were breached cut, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.